Manufacturer narrative:
User facility contacted for additional details concerning the event. The staff member stated the concern was for the hemagard device and not the advanta sst graft. Both devices were explanted since they were both in the infected field. The event has been communicated to the manufacturer for hemagard. The device history records for the advanta sst graft were reviewed. All manufacturing and quality assurance testing was carried out in accordance with our standard procedures. The device history record for this batch shows that the product met its specifications at the time of release to distribution. A review of advanta sst complaints were reviewed and there have been no reports of infection for the sst graft in at least 5 years. If additional information is received regarding the case, a supplemental report will be submitted.

Event description:
Description of procedure: physician was performing a standard fem pop ak with advanta sst and a fem fem cross over with hemagard knitted 8 x 40cm ((B)(4) and lot #11k20). The hemagard graft bled for an hour and the physician/tech tried every hemostatic agent they had including floseal, bioglue, and surgicel snow. The graft eventually slowed down enough after an hour where they felt somewhat confident that they could close up the pt. Pt's condition after surgery: on (B)(6) 2012: 2 week follow-up, physician had to drain a seroma and hematome. Pt was admitted to the hospital as of (B)(6) 2012 with another seroma. A 90+cc's of fluid drained. All of the labs came back negative for infection, but as a precaution, pt was started on IV antibiotics. The pt has been back for 3 surgical procedures between (B)(6) 2012. Third procedure, the hemagard and advanta sst grafts were removed because of infection. The organism was identified as seratia.